Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was defective and a replacement was requested. It was noted that the mpu loses power and during power outage it turns off as well.